Event description:
Underdelivery. Info was not provided regarding whether or not the underdelivery occurred during an infusion. No reports of any patient incident involving this pump since the last baxter service event.